Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A diabetes therapy consultant reported via phone call of reset alarm, low battery alert and excessive no delivery alarms. The customer's blood glucose reading was unknown. The customer stated that bolus wizard was not calculating proper carbs. The customer made frequent battery changes. The pump suddenly powered down and lost settings. The insulin pump will not be returned for analysis.